Event description:
It was rpeorted a patient had a surgical procedure where an enterectomy was performed for post radiation enteritis and intergel was used. Post-operatively the patient developed a fever of 38.5 degrees c which persisted for 10 days. A CT scan was performed. It was reported the scan identified intraperitoneal fluid collection. Subsequently, the peritoneum was drained and the fluid was reported to be of high viscosity, with all blood elements in it. Within 2 days of the peritoneal draining the patient's temperature returned to normal.